Event description:
It was reported that during preparation for a coronary artery bypass graft surgery, the heartstring seals cracked while loading the seal into the delivery tube. The report indicated no pt involvement. No pt complications were reported.